Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Reportedly, the customer continued to use pump for insulin therapy. No additional patient information was available.